Event description:
Additional information was obtained that their treating physician felt the patient's pain was related to the presence of their implanted device. No programming changes occurred prior to the reported event. No patient fall or injury. There was no device malfunction the patient was a non responder to their vns therapy. Their device was removed for patient comfort. Due to the as-received condition of the pulse generator, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents cannot be verified. However, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluid. Due to the puncture possibly sustained from the explant process, fluids from the explant and decontamination process inadvertently penetrated to the interior of the pulse generator resulting in an electrical short rendering the generator substrate un-repairable for further testing (adhesive was applied prior to decontamination to prevent ingress of fluid, but was unsuccessful). The damage sustained by this device appears to have occurred during the explant procedure, based on the physical indentations that were observed on the generator case exterior. All information indicates the generator performed as intended prior to sustaining the explant-related damage.

Manufacturer narrative:
Adverse event or problem. Corrected data: malfunction removed. Electrical testing could not be performed as fluid was inside the generator can. No device malfunction suspected prior to explant. No patient death from event.

Event description:
It was reported that a vns patient had their device explanted for lack of efficacy and neck pain. Additionally reported that it was malfunctioning. The patient was not re-implanted. It was reported that the patient had been turned off for sometime and they just decided to take out the generator because it wasn't working. Their explanted generator is at the manufacturer pending completion of product analysis. Their explanted lead was returned. An analysis was performed on the returned lead portion the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.